Manufacturer narrative:
The details provided do not indicate a specific date in (B)(6) when the patient had the follow up visit that identified the reported events and therefore the event date chosen was the 1st. Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease vena cava filter. Approximately eleven and a half years later, the patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc, including several that had perforated the aorta and duodenum. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc, aorta and duodenum; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately 11 ½ years later, the patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc, including several that had perforated the aorta and duodenum. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Event: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due having coagulopathy, and recurrent pulmonary emboli despite anticoagulant therapy. During implantation of the filter via right femoral vein, the trapease vena caval filter was then placed into the ivc without difficulty. Repeat angiography revealed good apposition. The patient continued to have good distal pulses. There were no complications. According to the information received in the patient profile form (ppf), approximately on or about eleven years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, perforation of filter struts into organs, and tilted filter. The patient states that the device is pressed against their organs. The patient reports that they have to have the filter monitored by a doctor and has had clots removed from their body. The patient notes that they were unable to walk or work for weeks, and that it is angering to know that this device could kill them or possibly cause them to be put on a ventilator for life if removed. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for placement was due to coagulopathy, and recurrent pulmonary emboli despite anticoagulant therapy. The filter was then placed into the ivc without difficulty. Repeat angiography revealed good apposition. Approximately 11 ½ years later, a CT scan revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc, including several that had perforated the aorta and duodenum. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs, and tilted filter. The patient states that the device is pressed against their organs. The patient reports clots removal was done. The patient reports difficulty walking. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Difficulty walking does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Additional information: section b3 (event date) section b5 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes: addition of device code 1260-fracture) complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical record, the indication was coagulopathy with recurrent pulmonary emboli despite anticoagulant therapy. During implantation, the trapease was placed into the ivc without difficulty. Repeat angiography revealed good apposition. There were no complications. Approximately 11 ½ years later, an updated CT scan revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc, including several that had perforated the aorta and duodenum. Per the patient profile form (ppf), the patient reports fracture, perforation of filter strut(s) outside the ivc, aorta and perforation abutting an organ. The fractured strut(s) are said to be retained within the ivc. The patient also reports clotting, difficulty walking, and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc, aorta and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. Approximately 11 ½ years later, the patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc, including several that had perforated the aorta and duodenum. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due having coagulopathy, and recurrent pulmonary emboli despite anticoagulant therapy. During implantation of the filter via right femoral vein, the trapease vena caval filter was then placed into the ivc without difficulty. Repeat angiography revealed good apposition. The patient continued to have good distal pulses. There were no complications. According to the information received in the patient profile form (ppf), approximately on or about eleven years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, perforation of filter struts into organs, and tilted filter. The patient states that the device is pressed against their organs. The patient reports that they have to have the filter monitored by a doctor and has had clots removed from their body. The patient notes that they were unable to walk or work for weeks, and that it is angering to know that this device could kill them or possibly cause them to be put on a ventilator for life if removed. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately (B)(4) years and (B)(4) month post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc and perforation abutting an organ. The fractured strut(s) are said to be retained within the ivc. The patient also reports suffering from anxiety.